Event description:
It was reported that the lead integrity alert (lia) was triggered due to an impedance spike and oversensing noted on the right ventricle (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event. (B)(6) 2012: it was further reported that the rv lead tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analysis indicated that there was intermittency between the pin and cap. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, and the outer insulation had a cosmetic depression.